Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrate grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. The broken piece was not returned with the instrument. The complaint regarding the tip is broken off was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip up fenestrated grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument tip is broken off. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: we received the device back broken. There was no reports that were submitted by the hospital, so this damage happened after we received the device back.